Event description:
Intraoperatively, ethicon echelon flex stapler failed. Catalog number plee60a. Stapler fired on first use, but failed on second try. During second firing, it sounded as if power in battery was running down.